Event description:
It was reported that the patient experienced hypoglycemia with glucose values in the 40s while using the ilet system, and the patient corrected lows with oral glucose tablets and candy; troubleshooting and education were completed, and staff considered adjusting the cgm target range. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, with the cause of hypoglycemia remaining unclear. No clinical symptoms associated with hypoglycemia. Outcomes included no hospitalization or emergency care. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.